Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed multiple discrepant magnesium results while using the architect c8000 analyzer. The customer stated the patient magnesium results were greater than 8 mg/dl and when repeated were 1.72 mg/dl. Patient sid numbers were provided ((B)(6)), however no specific results per patient were provided. No impact to patient management was reported.

Manufacturer narrative:
An abbott field service representative was dispatched to the account and inspected and replaced multiple analyzer parts. The customer experienced error code 5024 [unexpected smc status after pipettor movement]. Replaced parts included cuvette drying tip [part 09d51-02], cuvette wiper [part 09d42-02], nozzle, 1, 4 and 5 [part 7-93256-01], diaphragm, vacuum 1 [part 7-93426-01], sheet valve, vacuum 1 [part 7-93427-01], pipettor, reagent 1, assembly, o.w. [Part 7-204133-01], pipettor, reagent 2, assembly, o.w. [Part 7-204134-01] and multiple analyzer tubings [tubing, peristaltic head (rohs) part 7-35009685-01, tubing hc noz to peri pump part 7-207178-01]. It not known which action, part replacement, calibration, or repair, resolved the issue. The analyzer was returned to normal operation. Evaluation of the customer issue included complaint text review, similar complaints search, device history review, labeling review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.